Event description:
It was reported that the right atrial (ra} lead exhibited noise and far-field oversensing. There was question of loss of capture and more than 2 seconds of asystole were observed. It was suggested to check the thresholds at the next clinic visit. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).